Event description:
It has been reported to philips that the system produced grid errors and the customer could not use fluoroscopy. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips remote service engineer (rse) connected remotely and confirmed the reported issue. The rse checked the logfile and found tube arching and filament current being out of range errors. A philips field service engineer (fse) visited the site and as part of the trouble shooting checked the logfile, it showed that the x-ray tube vacuum pump was faulty, causing the grid switch error to be present, and artefacts to be seen in the images. The fse replaced the x-ray tube and performed all needed tests and calibrations. After the replacement of the x-ray tube, performed tests and calibrations, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, it was identified that the issue occurred without patient involvement and was identifiable prior to procedure commencement, which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. As per the instructions for use, the user of the product must institute a user routine checks program. The user of the product shall make sure that all checks and actions have been satisfactorily completed before using the product for its intended purpose. It is instructed to not use the product for any application until the user is sure that the user routine checks have been satisfactorily completed, therefore, as the device was outside of use at the time the issue was identified, the user would identify this issue prior to use. Based on re-evaluation, this case is not reportable. The codes were updated based on the investigation outcome.